Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that there was an open clamp on an unused supply line during therapy. The technical service representative assisted the patient in clearing the alarm. Proper procedures were reviewed and the patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.